Event description:
It was reported, six months postoperatively, the pt was found to have severe aortic stenosis. Later, the pt presented with angina pectoris and syncope and an echocardiogram revealed a gradient of 91 mmhg. Sixteen months postoperatively, the valve was explanted and replaced with a 21 mm regent valve (model and sn unk). Additional information has been requested.